Manufacturer narrative:
(B)(4). The reported sensing anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomaly was found. (B)(4).

Event description:
It was reported that during implant procedure, sensing variations were observed on the right ventricular channel. The physician tried to reposition the lead but the issue continued. The lead was extracted and replaced. As the sensing issue continued, the physician extracted and replaced the ICD as well. The patient's condition was stable after the procedure.